Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the procedure was shoulder replacement on (B)(6) 2019? Do you have photos for this patient event for review? The patient demographic info: age, gender, weight at the time of index procedure? What tissue layer was each suture type used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? What was the appearance of the suture during the second procedure? Did the tissue pull away from the stratafix intact suture? Was the stratafix suture intact or broken? If broken, where (proximal, distal, end, middle)? What is the surgeon opinion of the contributing factors for the patient symptoms? Is this patient shoulder 12/16 bmi 27.8 ? What is the current status of the patient? Additional device captured in mw 2210968-2020-00695.

Event description:
It was reported that the patient underwent a right tsa procedure on (B)(6) 2019 and barbed suture was used. The wound was irrigated prior to closure. Approximately 5 weeks post op, the patient presented with suture breakdown and superficial dehiscence. A second procedure was performed on an unknown date. The appearance of the suture during the second procedure was not provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is this patient shoulder 12/16 bmi 27.8 - "17 yo male" as the dob was confirmed to be (B)(6) 1955 -- the surgery performed on (B)(6) 2019 was a right tsa. The patient dob was (B)(6) 1955. Bmi was 27.8.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please confirm the procedure was shoulder replacement on (B)(6) 2019? - yes do you have photos for this patient event for review? The patient demographic info: age, gender, weight at the time of index procedure? - (B)(6) 1955 is dob. What tissue layer was each suture type used on? - dermal and sub dermal what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal what date did the patient present with dehiscence (# post op days)? - 4-5 weeks how was the dehiscence managed? - I&d what was the appearance of the suture during the second procedure? -not sure did the tissue pull away from the stratafix intact suture? - not sure was the stratafix suture intact or broken? If broken, where (proximal, distal, end, middle)? - absorbed what is the surgeon opinion of the contributing factors for the patient symptoms? - material breakdown is this patient shoulder 12/16 bmi 27.8 ? - 17 yo male what is the current status of the patient? - satisfactory, all requests were discussed with surgeon and medical affairs attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification was requested via email regarding "is this patient shoulder 12/16 bmi 27.8 ? - 17 yo male" as the dob was confirmed to be (B)(6) 1955. Additional information was requested and the following was obtained: email received from sales rep noting that there are no photos of this patient event available for review. No other answers provided.